Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies premature or difficult coil detachment and aneurysm perforation or rupture as potential complications associated with use of the device.

Event description:
Summary: it was reported that during treatment of a coil embolization of the carotid cavernous "cc" fistula type c, feeding artery right external carotid maxillary, the coil was advanced to the treatment site however, resistance was encountered during advancing and retracting. It was observed that the coil detached from the delivery pusher. Attempts were made over 1.5 hours to push the coil with guidewires and microcatheters. The coil as able to be pushed to the external carotid with good result. The patient outcome was reported to be very good.

Manufacturer narrative:
Multiple angiographic runs of the right cca, eca, ica, and accessory meningeal are supplied in a 2 gb dicom file. The diagnostic angiogram shows a high flow dural right cavernous/paracavernous fistula fed mostly by an enlarged accessory meningeal artery, but also with contributions from the middle meningeal, other small branches of the right internal maxillary, the inferolateral trunk of the ica, and proximal small branches of the ophthalmic artery. This is likely a single-hole fistula. There is a large venous pouch that acts as the most proximal venous recipient. The rest of the venous drainage is to the superior ophthalmic vein and multiple intracranial veins, including the vein of labbe. Later, that pouch is accessed by a microcatheter via the accessory meningeal artery and embolized with multiple platinum coils. Later in the embolization, a long coil is seen to span from the pouch to the proximal eca, where it is bunched up. At some point, the proximal end of the coil is still in the guiding catheter, which is positioned in the proximal eca. Ultimately, the proximal end of the coil gets pushed out of the guiding catheter and into the proximal eca. Final angiograms show that the eca is occluded by the coil (s), but that the fistula still fills from the previously described ica branches. The cause for the mechanical problem described in the report is not seen on these images. Without the return and physical evaluation of the device, the investigation could not determine if a condition existed that would have caused or contributed to the reported event.